Event description:
Smiths medical hypodermic 25g needle stick issue was reported by the rn. Rn reported that the needle bent when rn was capping the needle after drawing up the vaccine.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified (B)(6) for awareness.